Event description:
Customer's mother reported via phone, the customer was hospitalized for a week, for diabetic ketoacidosis. Blood glucose was 781 mg/dl at the time of the hospitalization current was 213 mg/dl. Customer was vomiting. Troubleshooting was performed and it was found the drive support cap was flush. Customer's mother was advised the insulin pump need to be replaced. Customer will be returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional, prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.